Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and product complaint (pc), concerned a 56-year old (at the time of initial report) male patient of han origin. Medical history was not provided. Concomitant medication included metformin for unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injection (humalog 25, 100u/ml), from cartridge via humapen luxura (burgundy) (red metal), 14-15 units in morning and 14-15 units at night, subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in 2008. Humapen luxura (burgundy) was started since 2012 (improper use). On an unknown date in 2019, the spectacle like case that used to put the humapen luxura (burgundy) pen had broken, the injection button could not be pushed down sometimes, injection button had already loosened and the cartridge holder was also not good to be used anymore (specifically which part was not good to be used was unknown) (pc no (B)(4)/lot 1105b06). On an unknown date while on insulin lispro protamine suspension 75%/insulin lispro 25% therapy, his blood glucose was not very good (units, values and reference ranges were not provided) and due to that on (B)(6) 2020 he was hospitalized to regulate the blood glucose. On (B)(6) 2020, his doctor advised him to change dose of insulin lispro protamine suspension 75%/insulin lispro 25% therapy to 16 units in morning and 14 units at night. The outcome of event was unknown. Further corrective treatment details and further hospitalization details were not provided. Status of insulin lispro protamine suspension 75%/insulin lispro 25% therapy was continued. The operator of the humapen luxura (burgundy) was patient and his training status was not provided. The humapen luxura (burgundy) model duration of use was approximately eight years as it was started in 2012. The device age of humapen luxura (burgundy) was approximately seven years. The humapen luxura (burgundy) associated with product complaint (B)(4) was not was not returned to the manufacturer. The initial reporting consumer considered the relatedness of event with insulin lispro protamine suspension 75%/insulin lispro 25% therapy as unknown while did not provide the relatedness of event with humapen luxura (burgundy). Update 01-oct-2020: all the three information received on 28-sep-2020 was processed together. Edit 02oct2020: updated medwatch fields for expedited device reporting. No new information added. 28oct2020:additional information received on 27oct2020 with additional information received 27oct2020 from the global product complaint database processed together. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information and added date of manufacturer for the humapen luxura (burgundy) device associated with product complaint (B)(4) which was not was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 28oct2020 in the b.5. Field. No further follow-up is planned. Evaluation summary: a male patient reported the injection button of his humapen luxura device "could not be pushed sometimes." The patient stated the "injection button had already loosened and the cartridge holder was also not good to be used anymore." The patient experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch 1105b06, manufactured may 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the device batch did not identify any atypical findings with respect to pen jam or broken device issues. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The patient reportedly used the device for 8 years. The core instructions for use state the humapen luxura has been designed to be used for up to 6 years after first use. The core instructions for use also states if any of the parts of your humapen luxura appear broken or damaged, do not use, and to always carry a spare insulin pen in case your pen is lost or damaged. There is evidence of improper use. The patient used the device beyond its approved use life and continued to use the device after experiencing problems with it. These misuses may be relevant to the event of abnormal blood glucose.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and product complaint (pc), concerned a (B)(6)-year old (at the time of initial report) male patient of han origin. Medical history was not provided. Concomitant medication included metformin for unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injection (humalog 25, 100u/ml), from cartridge via humapen luxura burgundy (red metal), 14-15 units in morning and 14-15 units at night, subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in 2008. Humapen luxura burgundy was started since 2012 (improper use). On an unknown date in 2019, the spectacle like case that used to put the humapen luxura burgundy pen had broken, the injection button could not be pushed down sometimes, injection button had already loosened and the cartridge holder was also not good to be used anymore (specifically which part was not good to be used was unknown) ((B)(4)/lot no 1105b06). On an unknown date while on insulin lispro protamine suspension 75%/insulin lispro 25% therapy, his blood glucose was not very good (units, values and reference ranges were not provided) and due to that on (B)(6) 2020 he was hospitalized to regulate the blood glucose. On (B)(6) 2020, his doctor advised him to change dose of insulin lispro protamine suspension 75%/insulin lispro 25% therapy to 16 units in morning and 14 units at night. The outcome of event was unknown. Further corrective treatment details and further hospitalization details were not provided. Status of insulin lispro protamine suspension 75%/insulin lispro 25% therapy was continued. The operator of the humapen luxura burgundy was patient and his training status was not provided. The humapen luxura burgundy model duration of use was approximately eight years as it was started in 2012. The device age of humapen luxura burgundy was approximately seven years. The humapen luxura burgundy was continued and its return status was not expected. The initial reporting consumer considered the relatedness of event with insulin lispro protamine suspension 75%/insulin lispro 25% therapy as unknown while did not provide the relatedness of event with humapen luxura burgundy. Update 01-oct-2020: all the three information received on 28-sep-2020 was processed together. Edit 02oct2020: updated medwatch fields for expedited device reporting. No new information added.